Event description:
Procedure type: unknown. According to the reporter: while using versaport during a da vinci case, a piece of the port broke off, while the port was inside the patient. The piece that broke off inside of the patient was retrieved by the physician. No patient injury was reported. No additional information available at this time.